Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.